Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 08-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a catheter event was confirmed. The catheter was slipping out of the anchor when the patient goes biking. It has happened in the past and the catheter was just revised (B)(6) 2019, but the same thing has occurred again. Refer to MFR report # 3004209178-2019-00412 regarding previous event. Options for anchoring the catheter was being considered and the company representative was to confer with the hcp. The company representative was in the middle of the case at the time of the report, so no further information could be obtained at the time of the call. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that last weekend the catheter was revised because it pulled out of intrathecal space. Now there was dye pulled around the distal connection. The connection at the pin had some coils of extra catheter to leave some slack. Patient had less pain relief. Catheter did not slip thru the anchor but the anchor ripped out of the fascia. It was due to bicycling activity too soon after implant. The revision that occurred on (B)(6) had already torn out again and patient was coming back for a third revision on (B)(6) 2019. A 2nd anchor was added. The issue had not resolved. Catheter had come out again. This was not a device problem but a patient activity issue. The anchor was holding to the catheter but not the fascia. No further complications were reported.